Event description:
It was reported that patient underwent bilateral hip arthroplasty on (B)(6) 2010. Subsequently, the patient's left hip was revised on (B)(6) 2011, due to dislocation of the acetabular liner. The ceramic modular head, taper sleeve, and acetabular liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse events, number eight states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00603 / 00605).